Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition of the finding that the adhesive part of the lighting lens had come off, the play of the angle knob was out of the normal state due to elongation of the angle wire, there were scratches on and wrinkles in the insertion tube, watertightness was not maintained due to wear of the forceps lever, discoloration of the operation part was recognized, the curved rubber adhesive was missing, wrinkles were observed in the universal cord, and scratches were found on the tip cover. Scratches were also found on the following device components: the switch box, the up/down angle fixing lever, the right/left angle fixing lever, the operation unit cover, the grip, the universal cord, the scope connector side of the universal cord, and the scope connector. The forceps plug cap had been scraped off and water coverage was recognized on the electrical connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noisy image issue while using the evis lucera duodenovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the adhesive part of the lighting lens had come off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.